Manufacturer narrative:
Carefusion file identification: (B)(4). Any addition information received from the customer will be included in a follow up report. (B)(4). The service technician was able to duplicate hw fault 39. Unit was powered on with a known good ac adapter, a known good lung and a known good circuit connected. Unit powered on and boot up with no abnormalities. However, unit failed 66.7 hours of extended testing for alarmed of ¿hardware fault 39¿ alarm condition. Bench testing reveals that ¿hardware fault 39¿ alarm condition was due to a transducer drift located on the pressure module. Pressure module was replaced to correct issue.

Event description:
The customer reported the model palmtop ventilator (ptv) revel had a hw fault 39. It is unclear if there was patient involvement with this event. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer.